Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. The device was visually inspected and no defect was found. The receiver data log could not be retrieved, the receiver would not boot up. Opened the case to inspect and troubleshoot: battery voltage measured = 2.3v. The battery controller ic was damaged, cracked, and curved. The reported event the receiver ceased to function was confirmed because of the defective receiver battery controller ic was damaged, cracked, and curved. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Functional testing was unable to be performed. The receiver log was downloaded by using a known good battery, rtt loss was found on the incident date.